Manufacturer narrative:
The device was not returned for evaluation. However, photos of the product was provided. Per image evaluation, the reported event of "tip of an acumen sensor was severed and damaged" was confirmed. Pressure tubing appeared completely broken from bond joint with distal tubing male connector. Per evaluation findings, tubing was found damaged and not detached, therefore this is no longer a reportable event.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the tip of an acumen sensor was severed and damaged during set up. Issue occurred before connecting to patient. No allegations of patient injuries.